Event description:
On (B)(6) 2012, the patient claimed her blood glucose reading dropped from 275 mg/dl to 42 mg/dl in 3 hours while on insulin pump therapy. According to the patient, she did not take any bolus insulin dose prior to the alleged low bg. At the time of concern, the patient had symptoms of ''nausea and shaky'' and required assistance from her grandparent to continue carbohydrate treatment. During troubleshooting, the patient verified the date and time was correct. There was no associated alarm in the history. The basal rate, insulin to carbohydrate ratio, and the insulin sensitive factor were set correctly. However, it was discovered her target blood glucose was reportedly incorrect. In addition, the patient is still working with the doctor to how basal insulin dialed in accordingly. This complaint is being reported due to possible use error (incorrect blood glucose target) and because the patient had symptoms that can be suggestive of hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.